Event description:
Boston scientific crm received information that, during a routine follow-up, this right ventricular lead was exhibiting increased pacing thresholds and decreased sensing. Review of electrograms from the related device noted the lead was detecting atrial signals. An x-ray was performed and a dislodgement was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was deactivated and a revision procedure was scheduled. No further information is available. If additional information becomes available, this event will be updated and resubmitted.